Manufacturer narrative:
This supplemental report is being submitted to provide some additional information for the device. Please see the updates in sections: g4, g7, h2, h4 and h10.the device manufacture date is (B)(6) 2019. There were no abnormalities noted in the manufacture of the device. This device was swapped out with another to complete the procedure.

Manufacturer narrative:
Due diligence for additional information was executed. Event date is unknown. Supplemental report(s) will be filed as the information becomes available. The device is returned and a device evaluation is completed. User complaint is confirmed. The device had a damage on the electrical system. There was a kink on the cable. The device image displays intermittently due to shortage in cable. The lens image was slightly off-center but does not impair functionality.

Event description:
As reported for this event, during set up for a therapeutic procedure, the image did not appear, no image was displayed. There was no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. There is also a correction in the manufacture date. This supplemental report is being submitted to provide this information. The as reported issue for the device is no image. Upon inspection, it was observed the device had a damage on the electrical system. There was a kink on the cable. The device image displays intermittently due to shortage in cable. The likely cause of the cable break is due to the customer's handling by applying force such as excessive bending, pulling, twisting, or crushing to the cable. The instructions for use includes the following statements which can prevent the issue of the cable: for safe handling do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. The camera cable may break.